Event description:
A caller reported experiencing cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had no backup insulin therapy available and planned to contact their healthcare provider. Tandem technical support arranged to send a replacement pump with updated software and provided instructions on putting the current pump into storage mode. The customer was instructed to return the faulty pump using a pre-paid label within 10 days.